Manufacturer narrative:
(B)(4). Analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology, and due to the pre-existing prolapse and flail. There is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was inserted into the steerable guide catheter (sgc), and advanced to the left atrium; however, thrombus was noted on the clip. Heparin was given, the cds was removed with the clot and the device was rinsed, flushed and re-prepped; however, a clot was then observed in the hemostatics valve of the sgc. The sgc was replaced, and the same cds was re-advanced. The clip was implanted without issue, reducing mr to 2+. The second clip was implanted, reducing mr to 1+. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). In the physicians opinion, the slda was caused by the pre-existing leaflet condition. A third clip was implanted to stabilize the slda clip, reducing mr to 1+. The patient was confirmed stable post procedure. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.